Manufacturer narrative:
MDR 3003442380-2024-01286-device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced kinked tubing. The blood glucose level of the patient was 330-350 mg/dl. Therefore, they tried to treat it with correction bolus via pump. Moreover, the issue occurred with four infusion sets used for less than a day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.